Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient's leadless pacemaker could not be interrogated. No intervention was performed. The patient's condition was unknown.